Manufacturer narrative:
F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the balloon was pre-tested without difficulty, then inserted into the patient. However, once inside the patient, the balloon could not be inflated and as a result was removed. After removal, balloon was again tested and it inflated fine so once again the clinician inserted it back into the patient. During second insertion, the balloon began to deflate and as a result, was again removed. The balloon was leak-tested and a leak was found. The catheter was replaced with a new one without difficulty or complications to the patient.